Event description:
3/2/92 9:55 am: patient presented to the emergency room needing intravenous fluids. The rn was initiating the intravenous device and the IV infiltrated. Upon removal of the device, the tip of the catheter was noted to be broken off. The foreign body was identified by x-ray and required removal of the tip of the catheter. This required removal under local anethesia by a surgeon. Site of incision is healing welldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.